Event description:
Consumer reports getting results that do not match how consumer feels. Has been comparing to their other meter and believes the other meters readings are more consistent to how consumer feels. Analysis run on clark error grid using competitive reading (69) as ref. Point vs. Bd reading (116, 102, 116) yielded data points in the d range of the grid, outside acceptable limits.